Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 28-nov-2022 to 27-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that failed all towers doors. A field service engineer performed maintenance by cleaning all micro switch contacts. They applied black grease and a stabilizing agent to the wiring harness connections, and removed dust from beneath the top cover. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that the pyxis medstation es system door 6 is failed but when you go to recover the storage space there is no option to recover that specific door on the screen. A customer has reported that users experienced difficulties in dispensing medication for a patient while they were still able to retrieve medications from other stations. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that failed all towers doors. A field service engineer performed maintenance by cleaning all micro switch contacts. They applied black grease and a stabilizing agent to the wiring harness connections, and removed dust from beneath the top cover. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that the pyxis medstation es system door 6 is failed but when you go to recover the storage space there is no option to recover that specific door on the screen. A customer has reported that users experienced difficulties in dispensing medication for a patient while they were still able to retrieve medications from other stations. There were no adverse events or injuries reported based on this event.